Event description:
Boston scientific recently received additional information that the patient died approximately two weeks after this event occurred. There were no reported allegations against the device or that the device functionality was in question. An online obituary indicated that the patient died at his home. The device was not returned to boston scientific. Remote monitoring data was reviewed in-house and the field representative also followed up with the clinic. Based on remote monitoring data, the patient had a successful remote monitoring transmission (interrogation) on (B)(6) 2015. The field representative indicated that based on this, the clinic suspects the device was functional. The patient was hospitalized and discharged on (B)(6) 2015 and sent to another health care facility for heart failure. No further information was available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation of this device was unsuccessful despite multiple troubleshooting efforts. No adverse patient effects were reported.